Event description:
While changing the IV tubing and starting new medications the extended dwell IV cath snapped at the 8 cm mark. I had just attached the IV tubing and nothing was wrong with the line. As I then proceeded to change out the lipid tubing when I noticed that the ecd was no longer attached to the patient, and the end of the catheter was lying in the bed. I quickly grabbed the line that was still outside of the patient and called for help in getting it removed and starting a new line. I also think that this was a manufacture issue. There have been known issues with this product snapping in the same location previously. These ecd catheters should not break. I do not think an infant could apply enough resistance on it to snap it. I had it in my hand seconds before while I changed one of the IV tubing lines and when I went back to switch out another tubing connection, it was broken. There was no visible reason for it to have snapped. There was no tension on the line and although the infant was kicking, he is only 30 weeks old and not able to kick hard enough to do that kind of damage.